Manufacturer narrative:
Investigation summary: received one (1) opened/unused. List # 14007-31, primary plum set for evaluation. As received the secondary port clave from the cassette was broken off below the clave. Stress marks and a rigid break were observed on the clave. No damage or other anomalies were observed. Received two (2) photos of the set showing the broken secondary port. The complaint of broken secondary port can be confirmed. The probable cause is due to an unintentional bending force. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred regarding a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm where the reporter reported that there was failure of device caused by a rupture in channel b of the set. They reported that the patient involved required pharmacological treatment using photoprotective device and that upon uncovering the device, a broken secondary port was found. They stated that event was unrelated to any other medical products, including medications. The reporting service was hemodynamics. There was no patient harm or damage was reported as a result of this event.